Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. D4: UDI #: (01) 05019279047871 (10) 1523574 (17) 180600. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical review indicates that the initial surgery was performed on (B)(6) 2008 with no complications or adverse events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : vanguard monobloc finned stem tibial component catalog # 183026, lot # 1523574. Multiple MDR: 0001825034-2019-04307.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard tibial component catalog # unknown lot # unknown, unknown vanguard articular surface catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-02852. Remains implanted.

Event description:
It was reported that the patient underwent a left knee arthroplasty. Subsequently, the patient experiences instability and swelling two months post-operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.